Manufacturer narrative:
The 14f esheath was returned with two dilators returned separately in the packaging card.  Review of procedural imagery was performed and the following was observed: sheath distal tip appears to be damaged and split; imagery of patient¿s anatomy reveals mild calcification in the right access vessel.  Visual inspection of the returned device was performed and the following was observed: sheath liner is unexpanded; tip is unopened, damaged and split.  Due to the nature of the complaint, no dimensional analysis and functional testing were able to be performed.   During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality.  Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint.   A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to sheath shaft distal tip split and insertion difficulty in patient.  A review of complaint history on confirmed device complaints (returned and no product returned) from november 2019 through october 2020 revealed additional similar complaints for the esheath (all models and sizes) for sheath shaft distal tip split and insertion difficulty.  The complaints were confirmed.  Available information suggests that patient factors and/or procedural factors may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.   A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip split, insertion difficulty in patient, and sheath distal tip damaged were confirmed based on the condition of device return. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Per the complaint case notes, there was no abnormalities observed on the sheath during removing from packaging or device prep which indicated that this is unlikely related to an out-of-box issue. Per IFU and training, complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/ or plaque dislodgement which may result in emboli formation, distal vessel obstruction, hemorrhage, infection and/or death.  The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.  Sheath insertion:  hydrate sheath but do not wipe off hydrophilic coating.  Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance.  Insert slowly with continuous motion to minimize friction.  Ensure fully expandable portion remains completely within the vessel for proper hemostasis.  Ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries).  Additional considerations:  use stiff wire (for peripheral access only) in case of peripheral tortuosity.  Apply tension to wire to provide firm rail for placement.  Always observe fluoroscopy during insertion.  Proper screening is critical to reducing vascular complications.  A review of the IFU and training manuals revealed no deficiencies.   Per report, ¿the sheath could not be pushed forward. The sheath was pulled back and the deformed tip could be seen.¿ there was also ¿mild calcification and tortuosity¿ in the patient¿s access vessels. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ the combination of calcification and tortuosity may have contributed to the resistance felt upon insertion of the sheath, as these factors create an obstructive pathway for the sheath advancement. Additionally, it is possible that combined with calcification, the device was manipulated and/or additional force was applied to counter the insertion difficulty, which could have resulted in damage (soft tip damage and split) to the sheath distal tip. Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive force or manipulation of the device due to sheath insertion difficulty) contributed to the reported event.   Regarding the vascular injury and sub sequent death, per report ¿when removing the sheath there were complications with the proglide system. It was described that the femoral access could not be adequately closed because the vessel were very fragile, it kept breaking open. There were problems with locking. Proglide was unable to handle these types of fragile vessels. The patient needed the surgical closure because the left side vessels were injured by the sheath. However, the vessels were described as very fragile, which has to do with the patient's comorbidity in general.¿  per physician, the cause of death was ¿hemorrhagic shock, followed by multiple organ failure after the massive addition of blood reserves due to patient lost a lot of blood because complication with the vessels.¿    since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative actions are not required.

Manufacturer narrative:
Investigation is ongoing.  This is one of two manufacturer reports being submitted for this case.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 valve, there was difficulty inserting the sheath in the patient. The vessel diameter was described as 5.8mm.  The sheath was pulled back and damaged to the sheath tip was observed. A stent was placed due to the perforation on the right iliac artery.  Per picture, the sheath distal tip was split.  A second attempt was made on the left side. There was difficulty inserting the sheath in the patient.  The valve was successfully implanted. Upon removal of the system, there were complications with the proglide system. The femoral access could not be closed due to fragile vessels. The patient required surgical closure. The tip of the second sheath was noted to be split. The patient expired two days post procedure. The cause of death was hemorrhagic shock followed by multi system organ failure. The doctor suspected one possible cause was fragile vasculature and not device related.  The events were described as part of a series of unfortunate events.